Manufacturer narrative:
B3 date of event: aware date used as event date is unknown. D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. Phillips, k., dwivedi, j., riedy, n., hunt, b. Multiple cases of pulmonary vein entrapment using the merit rosen wire during pentaspline pulsed field ablation. August 2025. Heart, lung and circulation 34 s571. Doi 10.1016 j.hlc.2025.06.749. This event was reported via a literature article, therefore detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. With all the available information, boston scientific (bsc) concludes: device history record review. The upn and lot number of the farawave catheter were not provided therefore a shipment history of previous lots sent to the customer could not be reviewed. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications, and there is no evidence that this product did not meet specification prior to distribution. Device technical analysis. The farawave catheter was not returned therefore returned device analysis could not be performed. Labeling review. Review of the farawave instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. The farawave catheter IFU lists tissue damage as a known potential adverse event associated with the use of the device. Risk review. A review of the farawave catheter hazard analysis was completed and confirmed that the event of tissue damage was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion. Bsc has assigned an investigation conclusion code of known inherent risk of device. It was reported via literature that during two (2) pulse field ablation procedures a merit rosen guidewire and a farawave catheter were removed from the patient as a unit and pulmonary vein tissue was caught in the braiding of the guidewire. Tissue damage is a known potential adverse event associated with the use of the farawave catheter.

Event description:
It was reported via literature article that tissue damage occurred. A study was completed at multiple healthcare facilities to assess pulmonary vein entrapment of merit rosen guidewires used in conjunction with farawave catheters during pulsed field ablation (pfa) procedures. Patients enrolled in the study underwent a pfa procedure of the pulmonary veins using a merit rosen guidewire and farawave catheter. In two (2) procedures the merit rosen guidewire and farawave catheter were removed from the patient as a unit and a piece of pulmonary vein tissue was caught in the distal braiding of the guidewire. No adverse patient sequelae were reported and all procedures were successfully completed.

Event description:
It was reported via literature article that tissue damage occurred. A study was completed at multiple healthcare facilities to assess pulmonary vein entrapment of merit rosen guidewires used in conjunction with farawave catheters during pulsed field ablation (pfa) procedures. Patients enrolled in the study underwent a pfa procedure of the pulmonary veins using a merit rosen guidewire and farawave catheter. In two (2) procedures the merit rosen guidewire and farawave catheter were removed from the patient as a unit and a piece of pulmonary vein tissue was caught in the distal braiding of the guidewire. No adverse patient sequelae were reported and all procedures were successfully completed.

Manufacturer narrative:
B3 date of event: aware date used as event date is unknown d2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation phillips, k., dwivedi, j., riedy, n., hunt, b. Multiple cases of pulmonary vein entrapment using the merit rosen wire during pentaspline pulsed field ablation. August 2025. Heart, lung and circulation 34 s571 doi 10.1016 j.hlc.2025.06.749. This event was reported via a literature article, therefore detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. This event was reported via a literature article and it is unlikely the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.